Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("additional metallic fragments were identified / partial coiled fragment was present in residual fragments from the left fallopian tube"), uterine perforation ("has perforated her uterus."), device dislocation ("coil migrating to another part of the body other the abdominal area"), hydrosalpinx ("right hydrosalpinx") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia, hsv infection and obesity. Previously administered products included for birth control: mirena from 2000 to 2003; for an unreported indication: paragaurd. Concurrent conditions included sinusitis, adenomyosis, weakness, lightheadedness, headache, flushing, intermittent fever, difficulty focusing eyes, dizziness, nausea and uti. Concomitant products included aciclovir sodium (acyclovir). In 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdominal pain"), dizziness ("dizziness") and inflammation ("inflammation"). On (B)(6) 2014, the patient experienced anxiety ("anxiety"). On (B)(6) 2014, the patient experienced depression ("depression"). On (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), hydrosalpinx (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), joint noise ("clicking in her hip") and paraesthesia ("pinching sensation"). The patient was treated with surgery (hysterectomy and salpingectomy) and surgery (left salpingo-oophorectomy to remove the essure coils in both fallopian tube). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, device dislocation, hydrosalpinx, genital haemorrhage, anxiety, joint noise, paraesthesia, hormone level abnormal and vaginal haemorrhage outcome was unknown and the dysmenorrhoea, menorrhagia, depression, allergy to metals, migraine, headache, nausea, dyspareunia, fatigue, abdominal pain, dizziness and inflammation had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hydrosalpinx, inflammation, joint noise, menorrhagia, migraine, nausea, paraesthesia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2014-002272 . Diagnostic results: approximately 3 months after essure insertion procedure, plaintiff had an hsg (hysterosalpingogram) test which confirmed occlusion of both fallopian tubes. X-ray showed the left essure device in the uterus . Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: fatigue, depression, anxiety, pelvic pain, menorrhagia, dysmenorrhea, device breakage". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-oct-2018: plaintiff fact sheet received. Other relevant history updated. Outcome of headache, dizziness, depression was changed from "unknown" to "recovered/resolved". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device breakage ("additional metallic fragments were identified / partial coiled fragment was present in residual fragments from the left fallopian tube"), uterine perforation ("has perforated her uterus."), device dislocation ("coil migrating to another part of the body other the abdominal area"), hydrosalpinx ("right hydrosalpinx") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia, hsv infection and obesity. Previously administered products included for birth control: mirena from 2004 to 2010. Concurrent conditions included sinusitis, adenomyosis, weakness, lightheadedness, headache, flushing, intermittent fever, difficulty focusing eyes, dizziness, nausea and uti. Concomitant products included aciclovir sodium (acyclovir). In 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dizziness ("dizziness") and inflammation ("inflammation"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), hydrosalpinx (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), joint noise ("clicking in her hip"), paraesthesia ("pinching sensation"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy") and headache ("headaches"). The patient was treated with surgery (hysterectomy and salpingectomy) and surgery (left salpingo-oophorectomy to remove the essure coils in both fallopian tube). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, device dislocation, hydrosalpinx, genital haemorrhage, depression, anxiety, joint noise, paraesthesia, hormone level abnormal, vaginal haemorrhage, headache and dizziness outcome was unknown and the dysmenorrhoea, menorrhagia, allergy to metals, migraine, nausea, dyspareunia, fatigue, abdominal pain and inflammation had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hydrosalpinx, inflammation, joint noise, menorrhagia, migraine, nausea, paraesthesia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) diagnostic results: approximately 3 months after essure insertion procedure, plaintiff had an hsg (hysterosalpingogram) test which confirmed occlusion of both fallopian tubes. X-ray showed the left essure device in the uterus concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: fatigue, depression, anxiety, pelvic pain, menorrhagia, dysmenorrhea, device breakage". Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr received and events has perforated her uterus. Were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("additional metallic fragments were identified / partial coiled fragment was present in residual fragments from the left fallopian tube"), hydrosalpinx ("right hydrosalpinx") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia, hsv infection and obesity. Previously administered products included for birth control: mirena from 2004 to 2010. Concurrent conditions included sinusitis and adenomyosis. Concomitant products included aciclovir sodium (acyclovir). In 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dizziness ("dizziness") and inflammation ("inflammation"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), joint noise ("clicking in her hip"), paraesthesia ("pinching sensation"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy") and headache ("headaches"). The patient was treated with surgery (hysterectomy and salpingectomy) and surgery (left salpingo-oophorectomy to remove the essure coils in both fallopian tube). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, hydrosalpinx, genital haemorrhage, depression, anxiety, joint noise, paraesthesia, hormone level abnormal, vaginal haemorrhage, headache and dizziness outcome was unknown and the dysmenorrhoea, menorrhagia, allergy to metals, migraine, nausea, dyspareunia, fatigue, abdominal pain and inflammation had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hydrosalpinx, inflammation, joint noise, menorrhagia, migraine, nausea, paraesthesia and vaginal haemorrhage to be related to essure. Diagnostic results: approximately 3 months after essure insertion procedure, plaintiff had an hsg (hysterosalpingogram) test which confirmed occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: fatigue, depression, anxiety, pelvic pain, menorrhagia, dysmenorrhea, device breakage." Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal), nickel allergy, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), fatigue, abdominal pain, dizziness, inflammation and device breakage" were added. Product explant date was added. Historical and concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("additional metallic fragments were identified / partial coiled fragment was present in residual fragments from the left fallopian tube"), uterine perforation ("has perforated her uterus."), device dislocation ("coil migrating to another part of the body other the abdominal area"), hydrosalpinx ("right hydrosalpinx") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia, hsv infection and obesity. Previously administered products included for birth control: mirena from 2004 to 2010. Concurrent conditions included sinusitis, adenomyosis, weakness, lightheadedness, headache, flushing, intermittent fever, difficulty focusing eyes, dizziness, nausea and uti. Concomitant products included aciclovir sodium (acyclovir). In 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dizziness ("dizziness") and inflammation ("inflammation"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), hydrosalpinx (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), joint noise ("clicking in her hip"), paraesthesia ("pinching sensation"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy") and headache ("headaches"). The patient was treated with surgery (hysterectomy and salpingectomy) and surgery (left salpingo-oophorectomy to remove the essure coils in both fallopian tube). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, device dislocation, hydrosalpinx, genital haemorrhage, depression, anxiety, joint noise, paraesthesia, hormone level abnormal, vaginal haemorrhage, headache and dizziness outcome was unknown and the dysmenorrhoea, menorrhagia, allergy to metals, migraine, nausea, dyspareunia, fatigue, abdominal pain and inflammation had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hydrosalpinx, inflammation, joint noise, menorrhagia, migraine, nausea, paraesthesia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results: approximately 3 months after essure insertion procedure, plaintiff had an hsg (hysterosalpingogram) test which confirmed occlusion of both fallopian tubes. X-ray showed the left essure device in the uterus concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: fatigue, depression, anxiety, pelvic pain, menorrhagia, dysmenorrhea, device breakage". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('additional metallic fragments were identified / partial coiled fragment was present in residual fragments from the left fallopian tube'), uterine perforation ('has perforated her uterus.'), device dislocation ('coil migrating to another part of the body other the abdominal area') and hydrosalpinx ('right hydrosalpinx') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, hsv infection, obesity, anxiety and depression. Approximately 3 months after essure insertion procedure, plaintiff had an hsg (hysterosalpingogram) test which confirmed occlusion of both fallopian tubes. X-ray showed the left essure device in the uterus. Previously administered products included for birth control: mirena from 2000 to 2003; for an unreported indication: paragaurd. Concurrent conditions included sinusitis, adenomyosis, weakness, lightheadedness, headache, flushing, intermittent fever, difficulty focusing eyes, dizziness, nausea and uti. Concomitant products included aciclovir sodium (acyclovir). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dizziness ("dizziness") and inflammation ("inflammation"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced anxiety ("anxiety"). On (B)(6) 2014, the patient experienced depression ("depression"). On (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), hydrosalpinx (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("abnormal bleeding (general)/bleed light red/light bleeding"), joint noise ("clicking in her hip"), paraesthesia ("pinching sensation"), fatigue ("fatigue") and abdominal discomfort ("I have so much pressure,I can only sit for awhile then have to stand,walk or lay down/feel it side like pulling"). The patient was treated with surgery (hysterectomy and salpingectomy and left salpingo-oophorectomy to remove the essure coils in both fallopian tube). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, device dislocation, hydrosalpinx, anxiety, joint noise, paraesthesia, hormone level abnormal, vaginal haemorrhage and abdominal discomfort outcome was unknown, the genital haemorrhage had not resolved and the dysmenorrhoea, menorrhagia, depression, allergy to metals, migraine, headache, nausea, dyspareunia, fatigue, abdominal pain, dizziness and inflammation had resolved. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, anxiety, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hydrosalpinx, inflammation, joint noise, menorrhagia, migraine, nausea, paraesthesia, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: cross referenced with plaintiff case number : 2014-002272 concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: fatigue, depression, anxiety, pelvic pain, menorrhagia, dysmenorrhea, device breakage". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("additional metallic fragments were identified / partial coiled fragment was present in residual fragments from the left fallopian tube"), device dislocation ("coil migrating to another part of the body other the abdominal area"), hydrosalpinx ("right hydrosalpinx") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia, hsv infection and obesity. Previously administered products included for birth control: mirena from 2004 to 2010. Concurrent conditions included sinusitis and adenomyosis. Concomitant products included aciclovir sodium (acyclovir). In 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dizziness ("dizziness") and inflammation ("inflammation"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), hydrosalpinx (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), joint noise ("clicking in her hip"), paraesthesia ("pinching sensation"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy") and headache ("headaches"). The patient was treated with surgery (hysterectomy and salpingectomy) and surgery (left salpingo-oophorectomy to remove the essure coils in both fallopian tube). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, hydrosalpinx, genital haemorrhage, depression, anxiety, joint noise, paraesthesia, hormone level abnormal, vaginal haemorrhage, headache and dizziness outcome was unknown and the dysmenorrhoea, menorrhagia, allergy to metals, migraine, nausea, dyspareunia, fatigue, abdominal pain and inflammation had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hydrosalpinx, inflammation, joint noise, menorrhagia, migraine, nausea, paraesthesia and vaginal haemorrhage to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results: approximately 3 months after essure insertion procedure, plaintiff had an hsg (hysterosalpingogram) test which confirmed occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: fatigue, depression, anxiety, pelvic pain, menorrhagia, dysmenorrhea, device breakage". Most recent follow-up information incorporated above includes: on 21-may-2018: new reporter added. Event device dislocation added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('additional metallic fragments were identified / partial coiled fragment was present in residual fragments from the left fallopian tube'), uterine perforation ('has perforated her uterus.'), device dislocation ('coil migrating to another part of the body other the abdominal area') and hydrosalpinx ('right hydrosalpinx') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, hsv infection, obesity, anxiety and depression. Approximately 3 months after essure insertion procedure, plaintiff had an hsg (hysterosalpingogram) test which confirmed occlusion of both fallopian tubes. X-ray showed the left essure device in the uterus. Previously administered products included for birth control: mirena from 2000 to 2003; for an unreported indication: paragard. Concurrent conditions included sinusitis, adenomyosis, weakness, lightheadedness, headache, flushing, intermittent fever, difficulty focusing eyes, dizziness, nausea and uti. Concomitant products included aciclovir sodium (acyclovir). In october 2012, the patient had essure inserted. In december 2012, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dizziness ("dizziness") and inflammation ("inflammation"). In january 2013, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced anxiety ("anxiety"). On (B)(6) 2014, the patient experienced depression ("depression"). On (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), hydrosalpinx (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("abnormal bleeding (general)/bleed light red"), joint noise ("clicking in her hip"), paraesthesia ("pinching sensation"), fatigue ("fatigue") and abdominal discomfort ("I have so much pressure,I can only sit for awhile then have to stand,walk or lay down/feel it side like pulling"). The patient was treated with surgery (hysterectomy and salpingectomy and left salpingo-oophorectomy to remove the essure coils in both fallopian tube). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, device dislocation, hydrosalpinx, genital haemorrhage, anxiety, joint noise, paraesthesia, hormone level abnormal, vaginal haemorrhage and abdominal discomfort outcome was unknown and the dysmenorrhoea, menorrhagia, depression, allergy to metals, migraine, headache, nausea, dyspareunia, fatigue, abdominal pain, dizziness and inflammation had resolved. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, anxiety, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hydrosalpinx, inflammation, joint noise, menorrhagia, migraine, nausea, paraesthesia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: fatigue, depression, anxiety, pelvic pain, menorrhagia, dysmenorrhea, device breakage". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: seriousness criteria (medically significant) f event genital hemorrhage was removed. Event added- I have so much pressure, I can only sit for awhile then have to stand, walk or lay down/feel it side like pulling. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('additional metallic fragments were identified / partial coiled fragment was present in residual fragments from the left fallopian tube'), uterine perforation ('has perforated her uterus.'), device dislocation ('coil migrating to another part of the body other the abdominal area') and hydrosalpinx ('right hydrosalpinx') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, hsv infection, obesity, anxiety and depression. Approximately 3 months after essure insertion procedure, plaintiff had an hsg (hysterosalpingogram) test which confirmed occlusion of both fallopian tubes. X-ray showed the left essure device in the uterus. Previously administered products included for birth control: mirena from 2000 to 2003; for an unreported indication: paragaurd. Concurrent conditions included sinusitis, adenomyosis, weakness, lightheadedness, headache, flushing, intermittent fever, difficulty focusing eyes, dizziness, nausea and uti. Concomitant products included aciclovir sodium (acyclovir). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dizziness ("dizziness") and inflammation ("inflammation"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced anxiety ("anxiety"). On (B)(6) 2014, the patient experienced depression ("depression"). On (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), hydrosalpinx (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("abnormal bleeding (general)/bleed light red/light bleeding"), joint noise ("clicking in her hip"), paraesthesia ("pinching sensation"), fatigue ("fatigue") and abdominal discomfort ("I have so much pressure,I can only sit for awhile then have to stand,walk or lay down/feel it side like pulling"). The patient was treated with surgery (hysterectomy and salpingectomy and left salpingo-oophorectomy to remove the essure coils in both fallopian tube). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, device dislocation, hydrosalpinx, anxiety, joint noise, paraesthesia, hormone level abnormal, vaginal haemorrhage and abdominal discomfort outcome was unknown, the genital haemorrhage had not resolved and the dysmenorrhoea, menorrhagia, depression, allergy to metals, migraine, headache, nausea, dyspareunia, fatigue, abdominal pain, dizziness and inflammation had resolved. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, anxiety, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hydrosalpinx, inflammation, joint noise, menorrhagia, migraine, nausea, paraesthesia, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: fatigue, depression, anxiety, pelvic pain, menorrhagia, dysmenorrhea, device breakage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Outcome of the event abnormal bleeding (general)/bleed light red/light bleeding were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hydrosalpinx ("right hydrosalpinx") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety"), joint crepitation ("clicking in her hip") and paraesthesia ("pinching sensation"). The patient was treated with surgery (left salpingo-oophorectomy to remove the essure coils in both fallopian tube). Essure was removed on (B)(6). At the time of the report, the hydrosalpinx, dysmenorrhoea, menorrhagia, depression, anxiety, joint crepitation and paraesthesia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hydrosalpinx, joint crepitation, menorrhagia and paraesthesia to be related to essure. Diagnostic results: approximately 3 months after essure insertion procedure, plaintiff had an hsg (hysterosalpingogram) test which confirmed occlusion of both fallopian tubes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.